Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy the incisor plus blade created metal flake. The material was retrieved from the patient. The procedure was completed without surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. There is deformation of one of the proximal teeth at the distal end of the outer shaft. The metal has deformed and is missing shards. There is debris on the device. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include deformation to the blade teeth, causing metal to metal contact during use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6: health effect - impact code.